Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), headache ("headaches") and adhesion ("adhesions"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2008. At the time of the report, the genital haemorrhage, nausea, headache and adhesion outcome was unknown. The reporter considered adhesion, genital haemorrhage, headache and nausea to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), nausea ("nausea"), headache ("headaches") and adhesion ("adhesions"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2008. At the time of the report, the genital hemorrhage, nausea, headache and adhesion outcome was unknown. The reporter considered adhesion, genital haemorrhage, headache and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.